Event description:
The family member of the home patient (hp) reported the hp felt full, as if they had been overfilled, while using the homechoice cycler for apd therapy. Follow up with the hp's family member reveals the hp had received a "low drain volume" alarm during the initial drain, which indicates that the hp's drain volume had not yet exceeded the minimum drain volume requirement. The hp's family member relates that it was the first time the hp used the homechoice cycler at home and when the alarm occurred, family member panicked. According to the hp's family member, they pressed some buttons on the homechoice cycler and inadvertently bypassed the hp from the initial drain into fill 1. After the hp received the preprogrammed fill volume of 2000mls during fill 1, the hp's family member placed the homechoice cycler into a manual drain. The hp manually drained until the patient felt relieved and continued therapy to completion with no further difficulties. There was no patient injury or medical intervention.